Event description:
Patient reported the down key and the display on the infusion device are damaged. Patient stated the display is not readable. Patient reported his blood glucose level on (B)(6) 2011 was 160 mg/dl. Patient stated he was able to get his blood glucose level under control by himself. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.